Event description:
It was reported, the patient had a fall. Prior to the fall, the patient had to charge every 3 days, and afterwards she had to charge more frequently. It was stated, the device was then reprogrammed (B)(6), and the patient saw an out of regulation (oor) message on the way home. The device was reprogrammed again. It was reported that since the last fall 3 weeks prior to report, she had to recharge every day and the stimulation was in the wrong area.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's leads had migrated after a couple of falls. It was also noted that the patient's stimulator 'just stopped sometimes when she was walking. Then it would just come back on.' It was unclear if the stimulator was actually turning off, or if it was the stimulation sensation that was stopping.

Manufacturer narrative:
(B)(4).